Event description:
The plaintiff's attorney alleged that the plaintiff experienced a vascular event/stroke on or about (B)(6), 2010 after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event, the associated MFR report numbers are 1225714-2013-00001, 1225714-2013-00002, 1225714-2013-00003, and 1225714-2013-00004.